Event description:
The pacemaker was explanted 58 days after the implant due to device erosion or infection, as stated in the "indications for procedure" section on the "preliminary" report that was sent along with the device, from the hosp.